Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 10:34:07. During night drain cycle four, the patient's ultrafiltration reading was 941ml, indicating the home patient (hp) drained 941ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was unable to be determined with the provided information. Should additional relevant information become available, a follow up medwatch will be submitted.